Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hal software error detected. Customer's blood glucose level was 172 mg/dl at the time of incident. Customer stated that they were able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. Customer stated that the error reoccurred again. Advised the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will not be returned for analysis.